Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. Boston scientific technical services (ts) noted gaps in measurements. Ts stated paced beats during test period could result in gaps and explained range for intrinsic amplitude. This rv lead was surgically abandoned. No additional adverse patient effects were reported.